Event description:
The service repair tech (srt) reported that during routine testing of the device at the subsidiary's manufacturing engineering center (mec), the user could not calibrate with the occluder head. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Originally the occluder controller was returned and an investigation summary from 09/13/2013: this complaint could not be confirmed. The unit operated to manufacturer specifications and was returned to clinical use. The subsidiary site has since returned the occluder head on 04/14/2014 to the manufacturer for further evaluation.